Event description:
It was reported that the caller experienced an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after the reset, the error did not reoccur. The customer successfully began their sensor session.